Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. No unexpected front display press up and down anomaly noted. No keypad overlay shifted noted. The insulin pump received with peeling keypad overlay, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the up button on the insulin pump was sticking when attempting to bolus. No further information reported.